Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but could not confirm the reported issue. The kit interface shelf and carrier board assembly were replaced. Patient information could not be obtained due to country privacy laws. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit displayed "failed state" on the screen. There was no report of patient injury.